Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. The entrust stent delivery system was returned with the catheter coiled around the handle. A small portion of the stent was protruding from the distal end of the catheter outer sheath. The red safety tab and tube had been removed from the handle, but not returned with the device. A loop of the inner guidewire lumen/pusher was observed protruding from the safety tab cavity of the handle. Approximately 13mm of the stent was deployed. A kink in the catheter¿s gold isolation sheath was noted approximately 50.7cm proximal of the distal end of the silver outer. Accordion folding of the catheter¿s gold isolation sheath was noted at the distal end of the blue isolation sheath/strain relief. A sharp bend in the blue isolation sheath/strain relief was note just distal of the handle¿s grey printed strain relief. Back lighting was used to locate the proximal end of the stent. The inner guidewire lumen was not in contact with the proximal end of the stent. The handle¿s grey printed strain relief was cut off to allow examination of the interior of the handle. The handle was split opened and the guidewire was still attached to the thumbwheel. The inner guidewire lumen exhibited several kinks. The proximal hub remained attached to the inner guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex self-expanding stent with entrust delivery system to treat a 40mm moderately calcified fibrous cto (chronic total occlusion-100%) in the right distal sfa. The artery had a diameter of 5 mm and was moderately tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 0.018" non-medtronic guidewire and a 6 fr non-medtronic sheath. The lesion was pre-dilated using a 5x120 pta balloon. The stent did not pass through a previously deployed stent and no resistance was encountered advancing the device. No excessive force was used. The stent was advanced over the guidewire and the red safety cord was removed. It was reported that when the physician began to deploy by rotating the deployment wheel, clicking was observed but the stent was not unsheathed. It was reported a "paperclip" looking spring under the handle where the safety cord was removed was observed. The physician attempted to remove the device over the guidewire but it was not possible. The device was removed along with the guidewire. The procedure was completed by re-wiring the lesion and using a 6x 40 stent. No patient injury was reported.